Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an incorrect time on the system controller was not confirmed. Additional information provided stated that the issue was resolved as the clock was able to be updated. No product was returned for evaluation. The submitted controller event log file contained spanning 6 days (28feb2024 ¿ 04mar2024 per the timestamp). No notable alarms were active in the log file. The pump maintained a speed within the expected range throughout the log file. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (IFU) chapter 7 ¿alarms and troubleshooting¿ and heartmate touch communication system quick start guide under ¿troubleshooting guide¿ explain how to set the date and time when the tablet clock is incorrect. Heartmate 3 instructions for use (IFU) chapter 4 ¿heartmate touch communication system¿ and the heartmate touch communication system quick start guide under ¿quick start¿ state "before launching the heartmate touch app, setup the tablet (in settings) for the specific region, time zone, the language and time format that the tablet is going to be used. Date and time display may vary and is dependent on your settings and heartmate touch app language selected. Date and time displayed in the header (figure 3) may also vary and is dependent on your settings.¿ heartmate 3 instructions for use (IFU) chapter 4 ¿heartmate touch communication system¿ explains how to set the system controller clock using the heartmate touch. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The event log file contained data from 28feb2024 to 04mar2024. During this period, there were dates where no events occurred. The patient appeared to be connected to power module and may have been bed ridden. The clock issue was determined to have been due to automatic time zone update not being selected and the clock was able to be updated. It was noted that the heartmate touch serial number was unknown as they may have switched to another at some stage of their admission. The gaps of data were determined to be relating to looking at the incorrect screen on the heartmate touch and getting the periodic and event screen confused. No gaps in the data were observed.

Event description:
It was reported that the clinician noticed some unknown gaps in data and log files were submitted for review. Related manufacturer reference number: (B)(4) (heartmate 3 lvas) related manufacturer reference number: (B)(4) (heartmate touch)

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.